Event description:
The reporter stated that reporter did meter to lab comparison tests, about half an hour apart. Reporter meter reading was 105 mg/dl, and the lab test result was 197 mg/dl. Reporter did not have any symptoms. On follow up, the reporter's daughter stated that reporter's relative had a test at the lab, walked home, and did reporter's meter test approx. 30 minutes. Reporter inserts strip all the way into meter. Control testing could not be done due to unavailability of supplies. No harm was alleged. Reporter will call if any further questions after obtaining control solution.